Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged to replace the pump, advising that the new pump would have updated software. The customer, who had not experienced this specific alarm before, had reported alarms with consecutive cartridges, and was informed about steps to take upon receiving the replacement pump, including putting the old one into storage mode before returning it. Backup insulin therapy using mdi was put in place to ensure insulin delivery would not be interrupted.